Event description:
While transporting the portable pt monitor the roll stand mounting bracket broke and monitor fell on transporter's foot. Note: although this is the first report resulting in an employee injury- bracket failure has been a common problem.